Event description:
The customer reported being unable to test the abbott diabetes care (adc) blood glucose meter due to the appearance of black dots on the display. They indicated that the display didn't show anything anymore and seemed defective. The customer experienced dizziness and a loss of consciousness, requiring glucose injection (type and dosage unknown) from a healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. A tripped trend review was conducted for the reported complaint and product and no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader and no issues were observed. Black spots or markings were observed while powering on the reader. Unable to perform built in reader test due to display issue. Reader was de-cased and visual inspection has been performed on the pcba (printed circuit board assembly); liquid contamination was observed. Therefore, the issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to test the abbott diabetes care (adc) blood glucose meter due to the appearance of black dots on the display. They indicated that the display didn't show anything anymore and seemed defective. The customer experienced dizziness and a loss of consciousness, requiring glucose injection (type and dosage unknown) from a healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.